Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented with angina on exertion and a positive stress test. The 95% restenosed target lesion was located in the left anterior descending (lad) artery. There was in-stent restenosis of a 3.8x18mm promus stent placed one year prior. After predilating the lesion, a 3.0x28mm promus element stent delivery system (sds) was advanced and the stent was deployed in the mid lad to the ostium. The stent was post dilated. Next, ivus revealed irregularity in the distal half of the promus element stent. Further post dilatation was performed and the residual stenosis was 0%. No patient complications were reported and the patient was discharged on clopidogrel. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Root cause could not be determined based on information available in this complaint report. A batch review was performed for potentially associated lots (h10f21084 and h10e09032) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unknown date in 2010, the patient developed peritonitis. On an unreported date in 2010, the patient was hospitalized due to the peritonitis. It was not reported whether treatment was rendered for the event. On an unreported date in 2010, pd therapy was withdrawn and the patient was placed on back up hemodialysis because of "other problems." It was not reported whether the peritonitis resolved.